Event description:
Clinical narrative: a 62-year-old male with an indication for use of acute myocardial infarction with cardiogenic shock, pre-support clinical status consistent with scai shock stage d, was supported with an impella cp (ip1 sn (B)(6) via percutaneous right femoral arterial access. The device was implanted on (B)(6) 2026 at 11:15 am and explanted on (B)(6) 2026 at 5:00 pm. After insertion of the guidewire re-wiring unit (gwru) in the cath lab and following greater than 24 hours of support, the patient developed right femoral access site bleeding manifested as a hematoma around the sheath. Anticoagulation monitoring was performed using act, which was reported as 220 at the time of the bleed, and the patient was receiving heparin anticoagulation. No underlying conditions contributing to blood loss were reported. The estimated blood loss was approximately 50 units, and no blood products were administered. The complaint involved right femoral access site bleeding and hematoma in a patient supported with an impella cp. Based on the information provided, there was no evidence of device malfunction or performance issue, and the device did not contribute to a failure mode. The event is consistent with a known procedural complication associated with large-bore femoral arterial access.

Manufacturer narrative:
The pump was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details.